Event description:
It was reported that unit was unable to be used so surgeon debrided with a blade.

Manufacturer narrative:
Investigation results: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection was carried out and no problems were found. The reported complaint could not be confirmed. The unit passed functional testing on wet station for 2 hours burn-in at high speed selections and all functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.